Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 400 mg/dl 273 mg/dl. The customer had experienced the symptoms such as nausea, vomiting, frequent urination and bad headache. The customer treated with the insulin. Troubleshooting was done for high blood glucose. The customer was unable to troubleshoot for no delivery due to it was a past event. The customer was thinking maybe the wire or the reservoir, but no she would take the reservoir out of tubing and put it back and it would work but then after a while it would no delivery again. The drive support cap appears normal. The products will not be returned for analysis.